Event description:
It was reported the patient was hospitalized with cluster seizures. Assistance interrogating the patient's generator was requested. No additional relevant information has been received to date.